Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to do anything with it. Customer stated that they are in the (B)(6) and it is extremely humid which may be the cause of the alarm. Customer's blood glucose reading at the time of the call was 163 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.